Manufacturer narrative:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) was not released when deployed. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The device was used following a diagnostic peripheral procedure. The deployer¿s mynx training status was mynx certified. It was a right puncture. The sales rep thinks ¿that the user did not shuttled down completely and was an operator error¿ the patient¿s outcome/status after the mynx event was recovered. Hemostasis was achieved by manual compression. Additional procedural details/patient information were requested but were unknown. The product was not returned for analysis. A product history record (phr) review of lot f1935302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as not shuttling down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of 5f mynx grip vascular closure device (vcd) was not released when deployed. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The device was used following a diagnostic peripheral procedure. The deployer¿s mynx training status was mynx certified. It was a right puncture. The sales rep thinks ¿that the user did not shuttled down completely and was an operator error¿ the patient¿s outcome/status after the mynx event was recovered. The device will not be returned for analysis. Other additional procedural details/patient information were requested but were unknown.